Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case details, after a total knee arthroplasty was performed on an unspecified date, the patient underwent a revision surgery due to ¿unstable to the operating room¿. Reportedly, a broken post insert was found and ¿replaced with a 15mm 5-6 right journey ii poly¿ during the surgical procedure. Per a case communicate, the ¿patient was stable when we left the operating room.¿ as of the date of this medical investigation, the requested clinically relevant documentation including the surgical/operative report has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported symptoms, device breakage and subsequent revision cannot be determined. The patient¿s current health status is ¿stable.¿ therefore, no further clinical/medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include traumatic injury, size selected, and/or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed, the patient experienced breakage of the post of a journey insert. This adverse event was solved by a revision surgery on (B)(6) 2022 by replacing the insert with a journey ii insert (sz 5-6 15mm right). The current health status of the patient is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).